Event description:
The device was returned for service. During service the device failed battery discharge test. There was no record of any patient injury or medical intervention.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Evaluation summary: inspection of the device revealed potentially damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.